Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found the yellow cap was improperly assembled. The following information was provided by the initial reporter. The customer stated: ¿yellow cap tube without plastic cap. It was found a yellow cap tube without the plastic cap (improper assembly issue), the patient name was written but it has not been used, it was observed other tubes from the same batch with caps defective (unknown stopper function issue).¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to improper stopper assembly as all samples met specifications. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of improper assembly or stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found the yellow cap was improperly assembled. The following information was provided by the initial reporter. The customer stated: ¿yellow cap tube without plastic cap. It was found a yellow cap tube without the plastic cap (improper assembly issue), the patient name was written but it has not been used, it was observed other tubes from the same batch with caps defective (unknown stopper function issue).¿